Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Found ram was upgraded to the latest configuration replacing the following video controller, backplane bd, image processor board, disk drive, generator interface board, fluorotrak, display adapter, and battery pack. The system was tested and found to be working as intended and place back into service.

Event description:
It was reported that the system 9800's images were distorted. There was no adverse patient involvement reported. There was no patient information reported.